Event description:
It was reported that during a nephrectomy procedure, first firing when perfectly fine. When they went to release it seem to stick a little, it was harder to open than usual. On the second firing there was a weird sound. Only a couple of the staples were completed. The cartridge came off and fell into the patient. When they went to pull device out of the patient it tore the tissue. The cartridge was retrieved. They clamped the tissue tear and used a new stapler to complete the procedure. There was some bleeding, about 500 cc, but no blood transfusion. No buttressing materials used, they were not near an existing clip or staple.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Damaged cartridge. The analysis results found that the device was received in good visual condition and with a reload inside a sample bag. The returned reload was partially fired. Furthermore, the cartridge metal pan was noted to have scratches on the bottom. The scratches were straight and running parallel to the bottom with respect to the cartridge and parallel in respect to the device channel (metal lower jaw component that holds the cartridge in place). The scratches on the cartridge metal pan and the information provided in the event description are consistent with an improper loading of the cartridge into the device. When the cartridge is not loaded completely that is the cartridge stops are not in the cartridge reload alignment slot, at firing the reload will eject forward and some staples will deploy (fire out). The returned device was tested for functionality with the test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.